Manufacturer narrative:
For this complaint, two 27-gauge disposable high-speed tdc cutters were received for investigation. These cutters were returned in a bag, without their protective trays or any other form of protection. A visual inspection revealed that both cutters had bent outer knives, which prevented functional testing. Only possible inspection was to check if inner knife was intact on one of them, and it was. A review of the production documentation revealed no deviations, and database search showed that no similar complaints have been reported on this specific lot. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. Similar incidents and associated number of devices on the market were determined by taking the number of complaints related to performance of the vitrectome (failure mode as reported vi-performance) and taking the number of vitrectomes and packs that contain them distributed within each time period. Please note that the incident that is the subject of this report is included in the table above. Furthermore, not all incidents resulted in prolongation of the surgery more than 30 minutes, it was only reported in the case that is the subject of this report.

Event description:
We have been informed that during surgery, the cutter stopped functioning. A new surgical pack from the same lot was opened to obtain a second cutter, which also failed to operate. No report that actual patient harm occurred, but the surgery was prolonged > 30 minutes.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during surgery, the cutter stopped functioning. A new surgical pack from the same lot was opened to obtain a second cutter, which also failed to operate. No report that actual patient harm occurred, but the surgery was prolonged 30 minutes.